Event description:
It was reported that this ambicor penile prosthesis (app) implant device was visibly protruding through the glans of the penis due to distal erosion of the left cylinder which the physician attributed to decades of use. A surgical procedure was performed during which the device was explanted and replaced with a tactra device. There were no further patient complications reported.